Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pippette the correct amount and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.